Event description:
It was reported that during a da vinci hysterectomy procedure a blade from the monopolar curved scissors instrument broke off and left into the pt's pelvis. The broken piece was retrieved and the planned surgical procedure was completed after a delay. No pt harm, adverse outcome or injury was reported.

Manufacturer narrative:
The instrument has not been returned for eval. The root cause of the customer reported failure mode cannot be determined. If the instrument is returned for eval a follow-up MDR will be submitted.